Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that multiple auto mode switch (ams) episodes for atrial lead noise were observed. It was noted that insulation appeared damaged at hemostatic suture. The ventricular lead became dislodged during the atrial lead extraction. The ra and rv leads were explanted and replaced. The patient was stable before, during and after the procedure.